Event description:
Paramedics were using the device to administer defibrillation energy to a patient approximately 5 times in succession, while using quick-combo redi-pak electrodes. The device reportedly prompted connect electrodes at some point while being used in AED mode of operation, and analysis of patient rhythm was aborted. The connect electrodes prompt was reported to have occurred approximately 15 times during the 35 minute code. Patient outcome was not reported.